Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiography of the right common carotid artery by right common femoral puncture the tip of the catheter broke when passing a 260cm stiff angulated guide gatheter. The distal part of approximately 10 cm remained blocked in the right common carotid artery. The procedure was complicated due to the significant curvature to access the brachiocephalic arterial trunk making navigation difficult. The initial intervention could not be carried out, and the loss of the piece of catheter required the patient to have additional surgery the following day for removal of the device. No additional information available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.